Event description:
It was reported that manufacturer's representative (rep) rep said patient needs lead replacement due to lack of efficacy since implant for the left arm, or right ventralis intermediate nucleus. Patient needed MRI for the revision, however, rep noted that electrode 3&2 showed low. Patient also noted that when he washes his hair, he noticed a short on top of his head. Short noticed by patient 2-3 months ago. Rep then recommended CT scan instead. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported both leads were being replaced while it was the left side of the dbs system that was involved in the impedance issue. When the patient mentioned a ¿short on the top of their head¿ they meant they had a shocking sensation on their head when washing their hair. The cause of the lack of therapy and low impedance wasn¿t determined with the lack of therapy not being resolved even after reprogramming was performed and the impedance issue not being identified until days prior to removal of the system so no interventions were done. Due to the lack of therapy and low impedance issue not resolving the hcp replaced the leads on december 2nd with stage 2 planning to take place on december 15th.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# (B)(4) serial# implanted: (B)(6) 2019 product type lead product ID 3387s-40 lot# (B)(4) serial# implanted: (B)(6) 2019 product type lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.